Event description:
The patient still felt stimulation, but no longer had adequate pain relief. The patient underwent implantable neurostimulator revision surgery. The new lead was placed and connected to the existing implantable neurostimulator. Impedances were normal. When the new implantable neurostimulator was connected, impedances were greater than 10,000 ohms. The extensions were disconnected from the implantable neurostimulator, then reconnected. Impedances remained high for contacts 0 to 1. The lead was then connected to a snap lid connector and external neurostimulator with the same results. The lead was replaced. Impedances were normal. The patient was getting good pain relief with the new leads and implantable neurostimulator. This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.

Manufacturer narrative:
(B)(4): the lead was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.